Event description:
This is filed to report palpitations, chest pain, shortness of breath, mitral stenosis and increasing edema requiring intervention. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr), with mitral leaflet calcification. One mitraclip (cds0701-ntw, 10511r251) was implanted without a device deficiency. An nt mitraclip (cds0701-nt,10520r114) was attempted, however, the gradient was deemed too high at 8mmhg during leaflet assessment. The clip was not implanted and removed without an issue reported. The mr had been reduced to grade 1- 2+, and the mean mitral valve gradient reduced back to 4mmhg. There was no device issue, no tissue damage, and no mitral valve stenosis. On (B)(6) 2022, the patient returned to the hospital with palpitations, chest pain, shortness of breath and increasing edema. Transthoracic echocardiogram (tte) was performed and it revealed moderate to severe mitral regurgitation due to worsening of the patient's existing condition and severe mitral valve stenosis. The patient underwent mitral valve replacement surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information the cause of the reported mitral stenosis, arrhythmia and angina could not be determined. The reported mitral regurgitation (mr) is due to worsening of the patient¿s existing condition and severe mitral stenosis. The reported dyspnea and edema appear to be secondary effects of the mitral regurgitation. The reported patient effect of arrhythmia, angina, dyspnea, edema, mitral regurgitation and mitral stenosis are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were result of case-specific circumstances as surgery was performed to treat the mitral regurgitation, resulting in prolonged hospitalization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.